Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up on battery power. There was no report of patient involvement. The unit was evaluated by a philips field service engineer and the failure was verified. Replacement of the ac power supply resolved the failure. The unit passed all post-servicing testing and remains at the customer site.

Event description:
The customer reported that the unit failed to power up on battery power. There was no report of patient involvement.